Event description:
A customer reported a failure of the arterial rotaflow pump during emergency cardiovascular care. An "error head" message appeared on the console and the pump immediately stopped. The console was exchanged and the error message remained. Hand cranking was initiated while the rotaflow drive was exchanged. Function was restored. The pt was reported not to have had circulation for two minutes. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device is currently under investigation. A supplemental medwatch will be submitted when additional info becomes available.